Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer was expected to return pump for evaluation and was provided replacement pump, and no additional information was received regarding any further actions or outcomes.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.